Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a bravo capsule which failed to attach. There was no harm to the patient or user during the alleged device malfunction. A repeat procedure was necessary, no medical intervention required. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure itself that may have led to the event. The user has been performing bravo for over 10 years and was trained by a medtronic sales representative. During the procedure the vacuum pressure while place the capsule fell to 90. It was reported no lubricant was used to facilitate capsule placement. The device is expected to be returned for evaluation.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.